Event description:
The account alleged that the head hi/low will drift down overnight.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were criss-crossed and there are no details. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.